Event description:
It was reported that an ilet pump exhibited screen delamination, with the display peeling and the pump secured with tape, and a replacement was arranged. Investigation of this case revealed a device display integrity issue consistent with screen delamination of the user interface component, prompting replacement. No reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.